Event description:
Unomedical reference number (B)(6) event occurred in united states. On (B)(6) 2024, the customer reported that the infusion set cannula was bent, within 3 hours of insertion. The blood glucose level of the patient at that time was 350mg/dl. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.